Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump had a leak form the reservoir compartment. The caller stated that they will monitor the device for any issues. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a leak form the reservoir compartment. The caller stated that they will monitor the device for any issues. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.